Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer received a no delivery alarm while changing out her infusion set. Troubleshooting occured, and it was discovered that there was a small piece of plastic causing a blockage. Customer's blood glucose level at the time 165mg/dl. Advised infusion set would be replaced. No additional information is provided.